Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy. The clinician questioned a lead issue. Technical services reviewed the stored episodes and discussed the noise was consistent with electromagnetic interference (emi). All lead diagnostics were within normal range and there was no noise observed in the presenting electrogram (egm). The three episodes (two untreated, one shock delivered) occurred within a 10 minute period; technical services discussed finding out what the patient was doing at the time, such as undergoing a procedure. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.